Manufacturer narrative:
Product complaint # ==> :(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -what is the total number of procedures affected? - how many devices demonstrated the alleged deficiency on each involved patient event? - package lot number of the clips? - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture clips were used. During the procedure, it was reported to the sales rep that staff have been having issues for some time now applying the clips to the suture while using 3.0 vicryl suture. Exact number of events was not provided. There were no adverse consequences reported. Additional information was requested.